Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (cap voltage and discharge profile faults) has been confirmed. A root cause analysis is currently underway. A supplement report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
Zoll customer support reviewed the download of a (B)(6) male patient which revealed several cap voltage and discharge profile faults. The patient was provided with a replacement monitor.